Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support (B)(6) 2015 to report a hardware error on (B)(6) 2015. Patient reset the device and the reported issue was resolved. At the time of contact, the patient did not report any injury or medical intervention.